Event description:
Customer reported no gas reading on dpm 6/7 monitor. No pr injury was reported.

Manufacturer narrative:
Company rep evaluated the unit and replaced the gas module. Unit was calibrated and safety tested to factory's specs.